Manufacturer narrative:
(B)(4). An evaluation is in progress. A follow up report will be submitted when the evaluation is complete.

Event description:
The account generated a falsely elevated ca19-9xr of 126 u/ml on a patient who repeated 2.05 u/ml. No specific patient information was provided. No impact to patient management was reported.

Manufacturer narrative:
A review of ticket trending did not identify atypical complaint activity related to falsely elevated results. Accuracy testing was completed using retained kits of reagent lot 28214m500. Acceptance criteria were met, which indicates acceptable product performance. The architect ca 19-9xr package insert was reviewed and provides additional recommendations for inconsistent results. A deficiency was not identified as panel testing shows that the likely cause lots performed per specification.